Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; however, the device was inspected on site by a qualified vantive technician. The machine ultrafiltration (uf) cell had been proactively replaced prior to inspection. The service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the reported uf event was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high ultrafiltration event occurred on an ak 98 machine during hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.